Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported a crack on the battery side of the insulin pump and blank display. The blood glucose reading was 570 mg/dl and dropped to 390 mg/dl. It was unknown how the customer treated for their high blood glucose. The customer reported that the high blood glucose was due to the damaged insulin pump and having eaten a meal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.